Manufacturer narrative:
Method: device not returned, follow up with company rep.

Event description:
It was reported by a company rep that they "knew of an x-stop removal and revision surgery". The date of the procedure, physician and pt info are unk as the rep was not present at the case. No additional info was reported.